Event description:
The customer reported an instrument leak when using the coulter ac-t series analyzer. The ac-t 8/10 analyzer was not functioning when the customer initially identified the leak. The customer identified a clot in the red blood cell (rbc) bath and removed the clot, at which time the rbc bath was overflowing. The leak was approximately 1-2 ml of clear fluid. The fluids that may be associated with this incident are blood, controls, diluent, and clenz. The operator was wearing gloves and gown when the issue occurred. There were no reports of exposure to mucous membranes or cuts. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
The field service engineer (fse) found * on white blood cell (wbc) results, the wbc bath dirty and drain partially blocked with a clot. He changed wbc bath tubing and check valves. Fse saw no sign of a leak, operator on site was unaware of any leaks. Fse suspected intermittent bath overflow. Parts were ordered for return the next day. The instrument was not handed back to customer. The next day a second fse documented wbc has clog. Fse replaced peristaltic tubing on diluent & waste pumps. Found a valve (vl15) not activating. Ordered parts, unit was down. Over the next several days, fse replaced valves (vl13, vl14, vl15) & tubing, replaced peristaltic tubing, replaced valves vl13, vl14, vl15 again (vl13 & vl15 not activating), check valves to input of wbc bath and replaced wbc bath assembly (as auxiliary service). Fse verified instrument operations. Identification of failure mode: failure mode is vl13 and vl15 (intermittently not activating) and use error (clot in drain line was likely aspirated into the system by the operator during sample analysis). Product labeling was evaluated: warnings and precautions: beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4): look at the samples and use a wooden applicator stick or toothpick to check for fibrin strands or clots. (B)(4).